Manufacturer narrative:
B5. Describe event or problem corrected d3. Manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code corrected. D4 model number, catalog number, lot number, expiration date, unique identifier, implant date. D5. Operator of device corrected g1. MFR site address 1, MFR site city, MFR site state, MFR site zip/post code, MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code and MFR contact email corrected h6. Patient codes corrected h6 component codes. H6 evaluation codes.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus balloon was explanted and a new 61-70cm aus balloon was implanted. No patient complications were reported.

Manufacturer narrative:
H6. Evaluation method codes, evaluation result codes and evaluation conclusion codes updated.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus balloon was explanted and a new 61-70cm aus balloon was implanted. No patient complications were reported.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus balloon was explanted and a new 61-70cm aus balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.